Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for diabetic ketoacidosis. The customer's blood glucose level at the time of incident was 279mg/dl. The customer's most current level was 81mg/dl. The mother states the highs were treated with pens. The mother states the highs may be attributed to customer having had a stomach virus. Troubleshoot was conducted. The device was found to have passes testing and operating as designed. The mother was advised to monitor the device and call back as soon as issues arise. The customer was advised to contact their health care provider regarding unexplained high blood glucose levels.